Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy. The customer reverted to an alternate method of insulin therapy.